Manufacturer narrative:
Patient weight not available for reporting. Additional product codes: dzi, dzj. Device is an instrument and is not implanted/explanted. DHR review was completed. Part: 03.505.004; lot: 8165482; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: 16. Mar. 2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: device interaction/functional: device condition: visual inspection performed at customer quality (cq) on the returned handle of the screwdriver observed few slightly deformed distal threads at device mating regions. No new issues were identified. Functional inspection performed observed no issues on device mating. The handle was able to be assembled with the screw driver shaft and no issues with assembly were identified. The complaint condition was not able to be replicated as no functional issues were identified. However, with the deformation observed, the received device condition is consistent with the given complaint condition and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. Handle, 90 degree screwdriver: as the device was found to function as intended, dimensional inspection was not performed. The device history record performed showed that this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. The lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Therefore, device history record review showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: a definitive root cause for complaint condition could not be determined from the provided information. However, it is likely that any possible off-axis forces encountered by the device during alignment could have contributed to this complaint condition. The overall complaint condition was confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rib fixation procedure on (B)(6) 2018, a 90° screwdriver would not lock screws into place. An alternative screwdriver was used. The surgery was completed successfully with no delay. During evaluation of the returned devices, it was revealed that the handle for 90° screwdriver has slightly deformed distal threads at device mating regions. Concomitant device reported: screw (product number unknown, lot number unknown, quantity unknown). This report is for one (1) handle for 90° screwdriver. This is report 1 of 1 for (B)(4).